Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cramps - menstrual [dysmenorrhoea] thin layer of plastic like material came out - vagina [foreign body in reproductive tract] plastic like material came out [device breakage] case description: consumer reported via e-mail that thin layer of plastic like material came out of vagina. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on 03-sep-2021. An investigation is in progress for returned product received on 31-aug-2021.

Event description:
Cramps - menstrual [dysmenorrhoea]. Thin layer of plastic like material came out - vagina [foreign body in reproductive tract]. Plastic like material came out [device breakage]. Consumer reported via e-mail that thin layer of plastic like material came out of vagina. No serious injury reported.